Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets failed to fully retract after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "so, yes, we have reports of butterflies needle not retracting all the way."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets failed to fully retract after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "so, yes, we have reports of butterflies needle not retracting all the way."